Manufacturer narrative:
The site has 6 devices, it is not known which specific serial number device was involved. All six devices were returned for evaluation. All six devices functioned according to specifications. No malfunctions were noted in the eval. Cause of the reported event is undetermined.

Event description:
Pt in post-operative recovery taken back to surgery after developing blood and fluid in left chest and around heart. Fluid drained, pt returned to recovery.